Event description:
As reported by the affiliate, this device was used in bypass operation of the left anterior descending artery. Three access sites were installed simultaneously via the jugular. While withdrawing the avanti sheath four days later, it broke off during removal. Approximately 8cm of sheath introducer fragment remained in the right vji. Surgical intervention was necessary, since the attempt to save the separated part of the csi by a small incision was unsuccessful. The lot number is not available and the packaging was thrown away. Additional information was received that an obdurator was not in placed to support the cannula wall while the sheath was in the patient. No contrast medium was applied through the sheath. During exchange of gauze bandage local disinfection was performed with softasept of messrs. Braun (ethanol 74, 1%, 2-propanol 10%). The part of the sheath, which broke off, was not reached by the disinfection medium. There were no kinks noted in the area of separation. During removal of the device, resistance was felt. There was some pulling not much force was applied. Another attempt was made to withdraw the sheath some time later. During this attempt, sheath cannula broke off. The jugular was not calcified or tortuous. The internal jugular vein diameter according to the CT was approximately 12x20mm. There was no visual damage to the portion of the sheath that was outside of the patient. The device was in a dry place, at room temperature in a cabinet. It appeared normal before the procedure and was prepped per the IFU. Films were provided but did not include shots of the access site.

Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not available as of this writing. Additional information received will be submitted within 30 days upon receipt.